Event description:
It was further reported that the reason for the implantation of the retrograde nail is due to a femoral peri-prosthetic fracture. However, no procedure has been reported to date and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is right total knee arthroplasty in place with osteopenia and oblique fracture of the distal femoral diaphysis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient will be considered for implantation of a retrograde nail through the femoral component due to unknown reasons; no products will be removed. However, no procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.